Event description:
Information provided indicates that a procedure was performed on (B)(6) 2020 utilizing the sure-lok mis 3l pedicle screw system. During the procedure the first rod had been inserted using the cl rod inserter (63-sp-9005), after the inserter was removed from the rod it was noted that the gold knob was locked in the open position and would not attach to the second rod. Another inserter was readily available in another set and the procedure was completed successfully with no patient issue or surgical delay.

Manufacturer narrative:
H3 device evaluation - the inserter was received as described in the open position as described in the complaint. The knob could not be rotated with bare fingers but was able to be rotated using a 3.5mm hex driver. Once loosed, the knob can be turned with bare fingers. The feel of the threads is not smooth. The threads either sustained damage or there is debris in the mechanism or both. Also, the opening to accept the rod has experienced plastic deformation. Sides of the inserter have bent outward; the inserter can no longer pass thru the tulip as intended. This device is locked to a rod implant using a supplied handle that limits toque to 18 in-lbs. This limit prevents thread damage due to excessive input torque. Review of device history records found that (B)(6) pieces of lot 00116pt-r released for distribution on 5/30/3019 with no deviation or anomalies. Two-year complaint history review (10.20.2018-10.20.2020) found one (1) previous report of this nature for the reported lot. No corrective action is recommended at this time as cause stems from either inadequate cleaning process that does not remove internal debris or tightening with means other than the supplied torque limit device.

Manufacturer narrative:
Patient information: unknown. Reporter occupation other; sales representative. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Information provided indicates that a procedure was performed on (B)(6) 2020 utilizing the sure-lok mis 3l pedicle screw system. During the procedure the first rod had been inserted using the cl rod inserter (63-sp-9005), after the inserter was removed from the rod it was noted that the gold knob was locked in the open position and would not attach to the second rod. Another inserter was readily available in another set and the procedure was completed successfully with no patient issue or surgical delay.